Event description:
Technician reports while adding dtpa to the swirler aerosol delivery system it leaked out the bottom of the system. There was local contamination proper protocol and notification was done.